Manufacturer narrative:
(B)(4).

Event description:
Reported as "excessive condensation buildup in the helium drive line tubing, pressures not consistent on the pump". The report states, "excessive condensation noted in the helium driveline tubing. It is clear without any evidence of blood. The condensation collection bottle is empty. The patient does have a bear hugger on and initially thought this may be contributing to the condensation. The bear hugger was turned off for over an hour and the condensation continued to build up. The ap would read correctly immediately after leveling and zeroing the transducer but would quickly start reading 240/160 when the patient's pressures were 100/50 and lower". As a result, the pump was swapped out for another. No patient harm or injury. The patient status is reported as "critical".

Event description:
Reported as "excessive condensation buildup in the helium drive line tubing, pressures not consistent on the pump". The report states, "excessive condensation noted in the helium driveline tubing. It is clear without any evidence of blood. The condensation collection bottle is empty. The patient does have a bear hugger on and initially thought this may be contributing to the condensation. The bear hugger was turned off for over an hour and the condensation continued to build up. The ap would read correctly immediately after leveling and zeroing the transducer but would quickly start reading 240/160 when the patient's pressures were 100/50 and lower". As a result, the pump was swapped out for another. No patient harm or injury. The patient status is reported as "critical".

Manufacturer narrative:
(B)(4). The reported complaint of excessive condensation buildup is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.